Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pb5462 /sxpp1a443, and no non-conformances related to the reported complaint condition were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2021-00414. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and barbed suture was used. When putting the first stitch, the fixation tab came off the suture though no extra pull force was applied to the product. There were no adverse consequences to the patient.